Event description:
It was reported that a patient with complaints of fatigue presented in clinic for follow up. During device interrogation the device was noted to be in back up vvi mode. High, out of range pacing lead impedance as also noted. The device was explanted and replaced due to it being near eri. The patient was doing great after the procedure.